Event description:
It was reported that the asymptomatic patient presented in-clinic on 8/23/2017. Upon review of the electromyograms, the implantable cardioverter defibrillator exhibited instances of myopotential oversensing resulting in pacing inhibition. The noise was reproducible with coughing. The device was reprogramed and the patient will continue with routine follow-up.